Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous and calcified mid right coronary artery with 100% chronic total conclusion. The physician advanced a 1.5x15mm maverick2 balloon to the lesion and inflated it, then removed it and confirmed superficial severe calcification with ivus. The physician then advanced the 2.5x15mm maverick2 balloon to the lesion experiencing difficulty crossing the lesion. After crossing the lesion, the physician inflated the balloon maybe three times. The balloon was inflated to 14atms on each inflation. The balloon ruptured on the last inflation after being inflated for five seconds. There were no patient complications. The device was removed intact. The procedure was successfully completed with another 2.5x15mm maverick2 balloon and the deployment of a 3.5x16mm liberte stent. Patient status is reported as "good". In the opinion of the physician, this complaint was due to anatomical issues.